Manufacturer narrative:
The catheter was inserted into a patient in the ER in an effort to decompress his bladder. After a short period of time, it was removed and found it to be fractured. A piece was retained in the patient. The piece was removed via a cysto procedure. There were no other complications resulting from this incident. It was reported that the inside of the catheter looked dry and cracked. The facility did not know how long the catheter had been in their stock and noted it was stored folded in their pixis machine. The facility will not release the catheter for evaluation. Based on the reported lot number, it was determined the catheter was manufactured in 2004. It is not known how or where the catheter was stored. The labeling states that the product should be stored away from direct exposure to light at room temperature. If the product was stored outside of recommended parameters, it could have affected its integrity. We have no sample to evaluate and a root cause has not been determined. However, due to the reported incident, this MDR is being filed.

Event description:
A catheter broke off inside a patient and had to be surgically removed.